Manufacturer narrative:
(B)(4)

Event description:
According to the reporter, during a lap hepatectomy, during use on an infected patient, the tip was broken. It was also reported that the patient did not experience an adverse event as a result of the device malfunction.